Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of unexpected restart and signal too low alarm. The customer's blood glucose level was 7.0 mmol/l at the time of the incident. The customer stated that the pump might have been stored without a battery, or had a depleted battery for an extended period of time. The product was returned for analysis.

Manufacturer narrative:
Pump passed displacement test, self test and unexpected restart error test. No unexpected restart alarm or external ram crc error alarm noted. Pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.